Manufacturer narrative:
A return was issued and the product was evaluated upon receipt. Complaint was not confirmed as inspection found the wheelchair operated as intended. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Wife was transporting the consumer back into his chair and she said the brakes were engaged, but when he started to sit down, the brakes allegedly "stretched" and the chair flew backwards. The consumer fell and had to go to the ER. Consumer received 7 stitches in his ear and several on top of his head.